Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: munavalli, g. G., knutsen-larson, s., lupo, m. P., & geronemus, r. G. (2021). Oral angiotensin-converting enzyme inhibitors for treatment of delayed inflammatory reaction to dermal hyaluronic acid fillers following covid-19 vaccination-a model for inhibition of angiotensin ii¿induced cutaneous inflammation. Jaad case reports, 10, 63¿68. Https://doi.org/10.1016/j.jdcr.2021.02.018 multiple requests for further information have been made. Allergan has received no response from the authors. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "upper respiratory tract infection," deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Author reported in article "oral angiotensin-converting enzyme inhibitors for treatment of delayed inflammatory reaction to dermal hyaluronic acid fillers following covid-19 vaccination-a model for inhibition of angiotensin ii¿induced cutaneous inflammation" with a case of a delayed inflammatory reaction (dir) to facial dermal hyaluronic acid filler rapidly following vaccination for covid-19. The dir occurred after hyaluronic acid filler had been placed more than 1 year before vaccination. The patient responded rapidly to therapy with a low dose of oral lisinopril, an angiotensin-converting enzyme inhibitor (ace-I), which decreases the cutaneous filler-related inflammatory reaction and edema by a novel proposed mechanism. Patient had juvéderm® volbella¿ xc in the lips. During the same season, patient had juvéderm® voluma¿ xc in the earlobes. 8 months later, patient had juvéderm® ultra in the nasolabial folds. On the same month, patient had juvéderm® voluma¿ xc in the bilateral malar cheeks. A year later, patient again had juvéderm® ultra in the nasolabial folds. Prior to the main topic in the article the patient had a reaction to filler with mild prolonged edema in the filler treatment areas lasting more than a week following an upper respiratory tract infection, deemed not device related, which was treated with antihistamines and oral prednisone. Patient received the first dose of the moderna covid-19 messenger rna (mrna)- 1273 vaccine about 7 months after the last filler injection without incident. Twenty-four hours after the second dose of the moderna vaccine, patient had swelling of the upper mucosal lip, which progressed to involve the left earlobe and bilateral zygomas throughout the evening. Patient took 5 mg of lisinopril, 48 hours after the vaccine dose, which had minimal effect on the swelling. The lisinopril dose was increased to 10 mg daily, and after 72 hours on the 10-mg daily dose, patient returned back to baseline. The event noted as ¿improvement in mid-cheek and lips.¿ one is showing swelling 24 hours after vaccination. The other one was taken 30 hours after initiation of therapy with 10 mg lisinopril. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03031 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2021-03032 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvederm volbella¿ xc.